Manufacturer narrative:
(B)(4). Date sent 9/11/2025. D4 batch # a9751z. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, five(5) conforming clips were fed and formed; finally the device locked out as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch a9751z number, and no non-conformances were identified. Additional information received: according to the ot nurse, the surgeon was unable to clip upon opening from new packaging. The surgeon was trying to clip on the vessel but when he pressed the firing trigger, he failed to clip as the device got stuck and when the surgeon tried to press the firing trigger harder, the clip broke into two parts. There were no issues with the device jaws. The device fired malformed clips (which were broken) and it did not fire scissored clip. The surgeon asked for product replacement.

Event description:
It was reported that during an unknown procedure the surgeon was unable to clip upon opening from new packaging. Failed to clip as it got stuck and the clip broke. The surgeon asked for product replacement. No patient consequences.